Manufacturer narrative:
On 10/22/2018, mentor received additional information about the event: patient¿s explanted devices were not replaced. During explantation surgery, a seroma was observed in the patient¿s left breast. Seroma fluid was sent to pathology. Results from pathology have not been received. On 11/04/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Red and black material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. Parallel lines of shell wear were also observed on the anterior aspect and extended on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the red and black material found on the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis (left device) and a mentor memorygel breast implant 325cc gel breast prosthesis (right device) when both prostheses ruptured after implantation. Bilateral rupture was confirmed by ultrasound. In addition, the patient developed capsular contracture (baker grade IV) in her left breast. Patient also experienced pain in her shoulder and back. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch is for the left breast prosthesis.